Manufacturer narrative:
Complaint no: (B)(4). Manufactured february 20, 2016 ¿ february 22, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed evidence of leak at the fill port after the cap was removed from the fill port. There was a particle found under the checkband. Fourier transform infrared spectroscopy testing showed the particle causing the leak was glass which did not match the infuser device. The reported condition was verified. The cause of the condition was determined to be a particle under the checkband. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port during priming. There was no patient involvement. No additional information is available.